Event description:
The following has been reported: latch mechanism was broken off. About half or more of the gray handle. It is the cassette latch handle. Presumably the pins were sticking and they forced the handle to the point of breaking. I have since cleaned the pins with alcohol and am able to open and close, though it is difficult due to the broken latch handle. A preliminary review of the logs was not performed. The device was returned due to mechanical hardware failure (lever arm). Investigation found lever arm being damaged (broken) and fva/loading pins being sticky. Removed fva assembly and found excessive debris on fva pins/loading pins. Debris was able to be cleaned but fva/loading pin lip (upper/lower) lip seals will need replaced. Lever arm, fva lip seals, and loading pin lip seals (upper/lower) will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for av sticky valve. No adverse effects were reported.